Event description:
The customer's father stated that the customer was hospitalized as a result of hyperglycemia and the flu. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed, but the high pressure test failed. It was advised that the high pressure test be performed again with a new infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.